Event description:
It was reported the patient had discomfort at their pump site. The patient had an unscheduled clinic/office visit and was examines. The pump was determined to be "hypermobile within the pocket" and was easily moved and could easily "invert of flip". A pump migration was also noted. The event was listed as ongoing. The pump was used to deliver dilaudid and bupivacaine. Outcome of the event was not reported and a supplemental report would be sent if the information is obtained.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
Additional information received from the hcp reported that although the event had resulted in an unscheduled clinic or office visit, it resolved without sequela on (B)(6) 2015. No specific reason for the pump being hyper-mobile in the pocket was provided.

Event description:
It was later reported that therapy was suspended as a result of the event on (B)(6)2015. The most recent date the event was confirmed on-going/unresolved was (B)(6) 2015.